Event description:
Internal reports#: (B)(4). Event took place in (B)(6). Initial situation: description of the customer: this is a (B)(6) year old lady programmed for gynecological surgery. The doctor performed a first lumbar puncture with a sprotte 27g x 90 needle at l2-l3 spine level but as he could not find the subarachnoid space (the official report says that during this attempt the patient refered some pain and did an involuntary movement) he decided to do a second puncture one spine level below. This time there was no problem and the surgery went well. When checking both needles in order to discard them, the doctor noticed that the distal part of the first needle used was missing. The rx of the area showed a portion of the needle located at l4-l5 level. It is not mentioned in the report but we assume that the patient is doing well because the neurosurgeon just recommended a follow up doing rx.

Manufacturer narrative:
Conclusion: after evaluation of the data, we assume that the sprotte cannula was bent massively in the application by local conditions and is therefore broken ultimately. The fragment of the cannula was not secure up to now, the patient is doing well. Based on the available data, a product failure cannot be confirmed.